Event description:
It was reported that the patient underwent a procedure in which the superion interspinous spacer was explanted for an unknown reason. The surgery was successfully completed and the device was discarded. Boston scientific has been unable to obtain information regarding the details of the explant and product details, despite good faith efforts.